Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that IV extension tubing male end broke off into microclave cap when disconnecting IV tubing. When the tubing was disconnected, it did not seem stuck, but when it was twisted and disconnected the line, the piece had broken because blood was backing up and dripping out of the cap. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The complaint of male end broken off into microclave can be confirmed. The probable cause is due to mishandling during use. A device history review could not be performed because no lot number was provided by the customer.